Manufacturer narrative:
Investigation eval: our eval of the returned device confirmed the report. The wire guide measured within appropriate mfg specifications. The tip was missing. There was approx 0.5cm of the core wire exposed at the tip. There was a 15.3cm section of the covering missing with the core wire exposed. This defect was approx 9.9cm from the distal tip. Also, there was a nick in the covering at approx 101cm from the proximal end. There was no evidence on the returned product that cautery was applied, however several sections of the coating were not returned. A product-specific discrepancy that could have caused or contributed this observation was not observed during our lab analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: based on the condition of the product and the details provided in the report the probable cause for the observation is failure to follow the instructions. According to the report the wire guide was left in place during electrosurgical current application. The instructions for use states, "remove this wire guide before applying electrical current." Prior to distribution, all cook devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Qa will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the info provided, a cook rep has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), a cook delta wire guide was used. They attempted to remove the device from a cook fusion omni-tome and the coating came off the wire guide at the distal tip. Nothing had to be removed from the pt. A new wire guide was used to complete the procedure without difficulty. Our eval of the product said to be involved confirmed a section of the wire guide coating is missing and was not included in the return. Info regarding the missing section was communicated back to the medical facility. The location of the missing section is unk. The initial reporter stated that a section of the device did not remain inside the pt's body; however the location of the missing section detected during our lab eval is unk. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.